Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service maintenance, the image on the videoscope experienced flickering. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported issue of a flickering image was confirmed. The image was found to disappear during angle adjustment in the up/down direction, which was determined to be caused by damage to the charge-coupled device (ccd) unit. Based on the results of the investigation, potential contributing factors include damage or deterioration of components, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuits. However, the most probable cause of this complaint is determined to be an expected or random component failure, with no indication of any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.